Event description:
Edwards received information that a 27mm pericardial mitral valve was implanted for ten (10) years, nine (9) months required transcatheter valve-in-valve intervention due to severe stenosis and mild to moderate regurgitation. Valve in valve intervention was performed and a 29mm transcatheter valve was implanted successfully. The healthcare provider reported that the transcatheter valve "was deployed within the failed mitral prosthesis with an excellent result." Both devices remain implanted.

Manufacturer narrative:
The device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Without return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.